Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Explant date should have been -a- rather than (B)(6)-2011. Device was not explanted. Age of device should have been 19 mo rather than 17 mo. MFR date should have been 17-aug-2009 rather than 26-oct-2009.

Event description:
It was reported that two hours after implant the patient experienced chest pain. A chest x-ray revealed a perforation. The lead was explanted.